Manufacturer narrative:
The customer reported system motion continued after the user released the motion command on the touchscreen hand controller. The operator activated a collimator collision sensor to halt the system motion. This occurred during scan set up with a patient on the imaging table. The philips field service engineer (fse) went on site to evaluate and confirm the reported issue. The fse found smudges on the touchscreen where someone used a wet cloth to clean it. The fse contacted a philips national support specialist (nss) who confirmed an operator had moisture (water, lotion, etc.) On their fingers while using the touchscreen hand controller. The system motion could continue after releasing the buttons on the system. The fse evaluated the touchscreen and was able to reproduce it by placing moisture on his fingers and operating the touchscreen hand controller functions. The fse confirmed the emergency stop (e-stop) buttons and collision sensors were working properly on the system. The fse instructed the customer not to use a wet cloth when cleaning the screen and to dry their hands prior to using the touchscreen. No corrections were needed to be made to the system. The probable cause of the issue was possible moisture left on the touchscreen from a damp cleaning cloth or by an operators fingers. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported system motion continued after the user released the motion command on the touchscreen hand controller. This event is currently under investigation. Based on the available information, this issue has initially been determined to be a reportable event.